Event description:
While pulling back on the plunger of the coronary control syringe during preparation, air is getting into the system. No pt harm or injury occurred as a result. A total of twelve (12) instances of this type of error occurred at various unspecified times. On event was reported under 1721504-2004-00023. This report represents the eighth of the twelve unspecified events.